Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer age and weight is unknown.

Event description:
At 9:07 p.m., the customer obtained a blood glucose reading of 89 mg/dl on a contour next link 2.4 meter. Upon retesting at 9:10 p.m., the customer obtained a reading of 235 mg/dl on a different meter. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
Customer's returned meter was tested with the customer's returned test strips and in-house test strips from same lot. One out of five results from returned test strips fell outside of the expected range, while all results from in-house test strips were within the expected range. It is possible that out of range readings were obtained because the returned test strips were not stored properly.